Event description:
It was reported that the patient presented to the hospital for a routine device change out procedure. The pre-operative interrogation revealed high thresholds which appeared to correlate with the device having reached normal elective replacement indicator. The lead was explanted and replaced without incidence.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.